Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there is a black line in the display of the meter; misinterpretation is possible. Caller stated there are no health concerns. No adverse event reported. Requested return of the alleged meter for evaluation.